Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for a button error and that the scroll button was not responding correctly, making it impossible to set the correct bolus values. Due to this issue, the blood glucose fluctuated vigorously. The blood glucose reading was 140 mg/dl. The insulin pump was not returned at this time.

Manufacturer narrative:
No button error alarm was noted. The pump was received with intermittent button response due to a corroded keypad trace. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked lcd window. The numbers do not ramp up on their own or scroll bar moving with no input.